Event description:
The hospital reported that during preparation for a procedure, the collagen coating on the hemashield platinum graft appeared melted or stained. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. The device was returned in its original carton, along with the graft sizers, patient labels, and instructions for use. Both the inner and outer blisters remained sealed. The device was visually inspected and several "brown" spots were observed. The spots are consistent with the presence of excess collagen after sterilization and aging of the device. This is considered to be cosmetic in nature and would not affect the efficacy or performance of the device. Based upon these findings, the reported complaint of "stained" was confirmed. (B)(4).